Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in safety mechanism would not disengage. The following information was provided by the initial reporter, translated from dutch to english: the safety device that normally goes over the needle automatically (when withdrawing the needle) did not work. So the needle was unsecured.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field was corrected: h.6 imdrf annex a grid - medical device problem code: a0510. Device evaluation: h6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in safety mechanism would not disengage. The following information was provided by the initial reporter, translated from dutch to english: the safety device that normally goes over the needle automatically (when withdrawing the needle) did not work. So the needle was unsecured.